Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the cannula was missing after removing sensor. The customer's blood glucose value was 13 mmol/l. Customer stated the transmitter led did not blink when it was connected to the sensor. Sensor will not be returned for analysis.